Event description:
On (B)(6) 2009, the pt reported that the cartridge compartment of his infusion device was "wet and sweaty" and he smelled insulin. He stated that he has noticed condensation in the cartridge compartment for approximately one month. The insulin cartridge was last changed 2-3 days ago. He stated that he dries the cartridge compartment with a cotton swab before each insulin cartridge change. He stated that he does not attach the infusion tubing to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.